Event description:
A complaint was received from a customer that reported that when customer used excel off brand reagant customer received erratic results. An example was the elite system read 111 mg/dl while a competitive system gave a reading of 51 mg/dl. The testing was done within minutes of each other and from a separate fingerstick. The difference between these readings could be clinically significant. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The complaint is considered closed for purposes of MDR.